Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and thus, limited to details available. According to event description the targeting accuracy was tested with the counterparts pre-surgical and the targeter also post-surgical. During both, simulation of pre-surgical function check and also after the procedure alignment was fully given, which was confirmed by the customer. As per details provided intraoperatively it was checked during ¿ap x-ray view¿ and confirmed to be good positioned. Afterwards the nail position was modified during lateral view, the ap view was checked again and according to event description ¿after this point we were not able to pass the wire through the sleeve¿. Furthermore, according to event description ¿pre-drilling lateral cortex was advised but ignored.¿ based on above facts the case is rather related to a sub-optimal intraoperative procedure and has to be classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
The customer reported that the patient on traction table. Surgery to implant a t2 alpha nail was proceeding as normal, checked nail alignment before introducing nail into femoral canal, all normal. Nail down, ap x-ray view satisfactory, wire introduced in sleeve a (inferior), good position on ap. Lateral view, wire anterior, modified the nail position, second attempt wire goes through femoral neck and head. Satisfactory. Go back to ap view and position of the nail now is to high, retrieve wire, retrieve sleeves, nail introduced further down in canal. After this point we were not able to pass the wire through the sleeve. Wire tip broke on lateral cortex. Pre drilling lateral cortex was advised but ignored. Change the procedure to gamma nail. We did check the jig attachment to the nail and it was tight, no loosen observed. Removal of t2 alpha nail in the case and implantation of gamma nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported that the patient on traction table. Surgery to implant a t2 alpha nail was proceeding as normal, checked nail alignment before introducing nail into femoral canal, all normal. Nail down, ap x-ray view satisfactory, wire introduced in sleeve a (inferior), good position on ap. Lateral view, wire anterior, modified the nail position, second attempt wire goes through femoral neck and head. Satisfactory. Go back to ap view and position of the nail now is to high, retrieve wire, retrieve sleeves, nail introduced further down in canal. After this point we were not able to pass the wire through the sleeve. Wire tip broke on lateral cortex. Pre drilling lateral cortex was advised but ignored. Change the procedure to gamma nail. We did check the jig attachment to the nail and it was tight, no loosen observed. Removal of t2 alpha nail in the case and implantation of gamma nail.